Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain and back pain w/ leg pain. It was reported that they had to leave their home in texas and go to arizona. Patient stated they had to be in arizona longer than expected and they could not find a healthcare provider (hcp) in the area that takes their insurance. Patient asked - agent reviewed pump alarms with the patient. Patient stated they were supposed to be refilled on (B)(6) and pump would start alarming on (B)(6). Patient asked what would happen and if the pump would 'shut down' - agent reviewed considerations. The patient then stated that they were going to get the pump taken out anyways because it was not working. Patient stated the pump was doing what it was supposed to do but, it had not made their pain all that much better. Patient stated they tell the hcp every time they get a refill and it did not make a difference.

Manufacturer narrative:
Correction to b1 and h6 codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.